Manufacturer narrative:
The reported event could be confirmed. In the related ti 4749/17 it was stated: ¿(¿) two bone screws, cross-pin, diam. 2.0xxmm broken during surgery, were returned in order to determine the root cause of the failure. The returned screws were examined regarding its dimensions, chemical composition (edx analysis) as well as by light and scanning electron microscopy. The (measurable) dimensions are in accordance with the specification. The chemical composition conforms to the specification - tial6v4 (ti grade 5). The investigation shows that the screws broke as a result of too high torsional forces in forced rup-ture mode during the insertion. The fracture surfaces show the typical flow structures of a ductile torsional breakage. The root cause of the failure could have been a too small diameter or a too low deepness of the pilot hole. Indications for material or manufacturing related problems were not found in this investigation. (¿)¿ no corrective and/or preventive actions are deemed necessary at this time.

Event description:
It was reported that the bone screw broke during the procedure at (B)(6) hospital. The body of the screw remained in the patient; however, the operation was completed successfully with no adverse consequences reported.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the bone screw broke during the procedure at xiangya hospital. The body of the screw remained in the patient; however, the operation was completed successfully with no adverse consequences reported.